Event description:
It was reported that following the implant procedure, this right ventricular (rv) lead was found to be dislodged from the implant location. The physician hypothesized the lead dislodged due to the patient's tortuous anatomy. A surgical revision procedure was subsequently performed to reposition the rv lead to resolve the event and no additional adverse patient effects were reported. The lead remains implanted and in-service.

Event description:
It was reported that following the implant procedure, this right ventricular (rv) lead was found to be dislodged from the implant location. The physician hypothesized the lead dislodged due to the patient's tortuous anatomy. A surgical revision procedure was subsequently performed to reposition the rv lead to resolve the event and no additional adverse patient effects were reported. The lead remains implanted and in-service.